Manufacturer narrative:
The device was not available for return as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. It is possible the severe stenosis and regurgitation observed in this case was due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. As the device was not returned to edwards for analysis, the root cause for the severe stenosis remains indeterminable. See also MDR report for s/n (B)(4). The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information for a patient who had a 29mm mitral pericardial valve that was disabled after an implant duration of 8 years, 7 months, and 13 days due to severe mitral stenosis and severe mitral regurgitation. A second device, a 29mm sapien xt transcatheter valve was implanted in the mitral position using a valve-in-valve procedure. Both devices remained implanted. Per obtained medical records, the patient presented with pulmonary edema secondary to severe prosthetic valve mitral stenosis and mitral regurgitation. The patient underwent successful transmitral valve replacement via the transapical approach. Transesophageal echocardiography confirmed proper positioning of the valve and the patient was transferred to the intensive care unit intubated in stable condition. The patient was discharged in stable and satisfactory condition on post-operative day twenty-two (22).